Event description:
It was reported that liquid leaked when the catheter was being pre-flushed. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn4045 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that liquid leaked when the catheter was being pre-flushed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. Light usage residues were observed. A small split was observed near the tip of the inlaid stylet. Microscopic inspection of the split revealed a granular fracture surface. The split was irregular. Tactile inspection of the sample revealed tensile weakness, material necking (narrowing) and material discoloration in the vicinity of the split. During manipulation of the sample, the stylet tip protruded from the split. The split features and location were consistent with damage caused by contact between the stylet tip and the catheter shaft leading to perforation. Such damage can occur if the catheter becomes folded at the stylet tip, which may occur if the catheter is not flushed prior to stylet manipulation and catheter insertion. H3 other text : evaluation findings are in section h.11.